Event description:
Terry scruggs reported experiencing frequent altitude alarms with his device and significant dexcom signal loss, despite both the pump and sensor being within sight. There was no adverse impact to his blood glucose level, as it did not exceed 500 mg/dl. The technical support provided guidance on improving connection and preventing altitude alarms, and once terry replaced the cartridge, the pump resumed normal operation.